Event description:
It was reported that the customer received a failed battery test alarm and that the battery felt loose as if it was not making contact. The customer's blood glucose was 513 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. Advised if the failed battery test alarm was not cleared then the alarm would recur with each new battery inserted. The customer did not receive another failed battery test alarm while troubleshooting. Advised to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.